Event description:
Caller reported that the atrial lead is off due to poor sensing "a long time ago". Caller did not know if it was a lead integrity or just small p-waves. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).